Event description:
During a check-out procedure at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.